Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. The reported issue of "paint chipping" does not affect the form or function of the device, it is purely cosmetic. The left bracket end cap was missing and was replaced. The handle was testing low under pressure and was readjusted to correct specifications. General maintenance and cleaning also performed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the paint on mayfield composite series base unit, standard (a3101) was chipping and the end cap was missing. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.